Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump was using the batteries fast. The customer woke up with a dead insulin pump and a high blood glucose level of 453 mg/dl. They changed the insulin pump's battery and used it to treat the high blood glucose. Troubleshooting was performed. The device will not be returned for analysis.